Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative stated that there was no catheter revision. After the pump pocket was opened the doctor was able to successfully aspirate from the cap. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen (unknown concentration or dose) via an implantable infusion pump. It was reported that the rep was about to walk into a catheter revision case on (B)(6) 2021; however, a catheter aspiration was performed and they had trouble aspirating from the catheter access port (cap). There have not been volume discrepancies or major symptom changes that the rep was aware. The rep stated that they are going to open the pump pocket to confirm patency and try to resolve the inability to aspirate the catheter. Of note, the patient was not fully communicative so it was difficult to know what symptom changes have occurred.